Event description:
It was reported that during a bph surgical procedure ¿fiber cap was detached - fiber cap did not rotate when the fiber was being rotated¿ at 38,123 joules of use. The case was completed with a second fiber at 398,903 joules of use. Total joules used 437,026. Patient outcome: ¿no injury¿ reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber model #0010-2400; lot #509a; serial #(B)(4): the glass cap and metal cap are still attached to the fiber; the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the metal cap exhibits mild charred detritus adhesion; the glass cap has pushed forward in metal cap and is protruding. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.